Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'first vertical row of buttons not working'. The cause was determined during a visual inspection were physical damage to keypad overlay, as assignable cause for customer allegation; a damaged keypad overlay could inhibit functionality of keypad buttons. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the first vertical row of buttons not working. There was no patient involvement. No additional information is available.